Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture (loc) at maximum outputs. A new rv lead that was not manufactured by boston scientific was successfully placed in the left bundle branch (lbb). No additional adverse patient effects were reported. This product has not been returned to boston scientific for further investigation.